Event description:
It was reported the patient presented in clinic for post-implant follow-up. X-rays taken showed the atrial lead had dislodged into the right ventricle. The atrial lead was explanted and replaced. The patient was in stable condition.